Event description:
Siemens healthineers became aware of a malfunction associated with the ysio x.pree system. It was stated that the stitching of the images of an ortho long leg examination was not performed correctly. There was a vertical shift of about 2cm. The error was obvious to the user. The stitching had to be corrected manually. The examination did not have to be repeated. No injury or other patient consequences occurred due to this issue. During a customer visit by the siemens healthineers product manager on 2025-08-27 additional information was provided which altered the available classification of the topic and led to the conclusion that a potential serious injury could not be completely excluded. It was evaluated that in a worst-case scenario the incorrect stitching might lead to repeated or unnecessary surgery in case the incorrect stitching is not noticed by the user, and, for example, a wrong leg length was determined. However, such a scenario is seen as highly unlikely. Only leg bones might be affected and only when the patient moves during the examination. Spine or hip examinations will not be affected.

Manufacturer narrative:
E1: the initial reporter's phone number was not provided for reporting purposes. H3, h6: initial actions (corrective and/or preventive): the investigation is ongoing. During the course of the investigation a decision regarding what actions to take will be made. Manufacturer's preliminary results and conclusion: the exact root cause for the issue is currently under investigation. A supplemental report will be submitted to the FDA if additional reportable information is obtained or upon completion of the investigation.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported problem. It was stated that the composed image (stitched ortho images) showed a shift between the images which was clearly visible and was also indicated by the lead ruler used by the operator for examination. The patient was positioned on the wall stand. During the acquisition of the ortho series the patient moved. As a result, the stitching algorithm had to apply a correction of the vertical (head ¿ feet direction) axis of the affected images, which was applied inadequately in this case since the overlap position recognized by the algorithm was too large. In general, patient movement during ortho examinations can have an impact on parts of the anatomy that are detectable in the single ortho images. The algorithm may thus find a possible stitching solution that does not correspond to the real anatomic structures but looks correct image-wise. Therefore, the operator must always check the composing results for correct anatomy and before making important measurements. This is also stated in the system¿s operator manual, composing section. It is recommended to always check the original single images and compare them with composed image to identify possible motion artifacts due to mismatched ortho images. The identified software problem will be solved with an update to va20g which is planned for q4/ 2025 (cy). The overlap region will be limited to smaller values to prevent such incorrect stitching in case of patient movement. In this case the operator identified that the stitching was incorrect and corrected it manually. In a worst-case scenario, the problem could result in an incorrect diagnosis which is considered a moderate injury. Therefore, this event is no longer classified as reportable. The complaint was closed.